Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is in a radio frequency (rf) overuse condition due to frequent implanted device alerts. The caller requested battery analysis to assess the power consumption. A boston scientific technical services consultant evaluated the data and it was determined that this device is consuming power in excess of expectations; however, the power consumption is due to rf usage rather than a compromised capacitor which could induce premature depletion. The consultant discussed the issues with the caller who will communicate the information to the patient's physician. No adverse patient effects were reported.